Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for several patients across two analyzers while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. In total, 9 mdrs will be filed to address the customer allegation. The customer initially alleged several positive sars-cov-2 results on liat instrument (B)(4). Although requested, it is unconfirmed if sample 5 was alleged by the customer. Each sample was repeated on another liat and a different platform which generated negative results for all. Samples 1 through 4 had late CT values indicative of a low titer sample near the limit of detection. In addition, the customer only alleged 3 potential false positive sars-cov-2 results on liat instrument (B)(4). Although requested, none of the sample numbers were verified, therefore, all four positive runs from that day were included in the allegation. Each of the identified samples similarly generated late CT values near the limit of detection. There is only retest information for sample 9 which subsequently generated a negative result when repeated on liat (B)(4). According to the customer, some of the patients who initially tested positive were placed in a sars-cov-2 ward however, no further information regarding length of stay or potential harm was provided. No hardware malfunction was detected and all samples contain normal growth curves indicative of true low viral positive results. Further investigation into the reagent kit has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for several patients across two analyzers while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No hardware malfunction was detected and all samples contain normal growth curves indicative of true low viral positive results. Further investigation into the reagent kit has been initiated and is ongoing. (B)(4)

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).